Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because contrast issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the patient alleged a contrast issue with the subject meter. Pa found the meter's display to be too dim due to the incorrect contrast setting. After pa adjusted the contrast function, the meter display was resolved. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.